Event description:
Customer reported experiencing air bubbles and gaps in the cartridge tubing during the pumping process. There was no adverse impact on the customer's blood glucose level. Customer primed the tubing to address the issue, and the large air bubbles and gaps were eliminated, allowing the customer to resume insulin therapy.